Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 480 mg/dl while wearing the pod on the abdomen for longer than 48 hours. The patient received an insulin injection for treatment. The patient was released after 6 hours.